Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited infection. A revision was performed and the crt-d was explanted. The patient was treated with intravenous antibiotics. There were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.